Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant was placed in ada site 23, primary stability was not achieved. Another implant had been removed from this site prior to this placement. The site was grafted. Clinician reports an infection and bone loss. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. (B)(4).

Event description:
The clinician reported that on the day the implant was placed in ada site 23, primary stability was not achieved. Another implant had been removed from this site prior to this placement. The site was grafted. Clinician reports an infection and bone loss. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).